Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain lower ("heavy cramping") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test". On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced rash ("unexplainable rashes/ rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ inability sexual intercourse"), abdominal pain ("abdominal pains"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia which became gradually worse"), migraine ("constant migraines/ migraines"), nausea ("nausea") and dyspareunia ("painful intercourse"). In 2014, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), allergy to metals ("nickel allergy") and skin disorder ("skin conditions type: unknown"). The patient was treated with paracetamol (tylenol 8 hour), anabolic steroids, antibiotics, surgery ((B)(6) 2015, bilateral salpingectomy), surgery ((B)(6) 2015, bilateral salpingectomy) and surgery (removed tooth). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menometrorrhagia, rash, migraine, nausea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, tooth disorder, allergy to metals, abdominal pain, alopecia, vaginal discharge and skin disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dyspareunia, female sexual dysfunction, headache, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. As per pfs, she did not had essure confirmation test, however previously reported as per legal complaint, she underwent the required hsg confirmation procedure, which indicated that her tubes were occluded. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-aug-2018: pfs received- outcome of skin disorder updated to recovered / resolved. Treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 17-jun-2016 from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states. It refers to the female plaintiff/consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007 for permanent sterilization. The plaintiff had two essure coils implanted into her body. Three months after the procedure, the she underwent the required hsg (hysterosalpingogram) confirmation procedure, which indicated that her tubes were occluded. Two years from the implant, the plaintiff began to experience menometrorrhagia which became gradually worse. During this time, she also experienced: unexplainable rashes, heavy cramping, constant migraines, nausea and painful intercourse. These injuries began to take a major toll her life, causing her to remain immobile for periods of time and preventing her from spending time with her family and friends. Finally, on (B)(6) 2015, she underwent a bilateral laparoscopic salpingectomy to remove the coils as a definitive solution to the problems that she suffered from for years prior. Additional information received on 28-jun-2016: quality safety evaluation of ptc: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy cramping. She underwent a bilateral laparoscopic salpingectomy to remove the coils (approximately 7.5 years after device placement). This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal/pelvic pain and cramping may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain lower ("heavy cramping") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test". On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced rash ("unexplainable rashes/ rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ inability sexual intercourse"), abdominal pain ("abdominal pains"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia which became gradually worse"), migraine ("constant migraines/ migraines"), nausea ("nausea") and dyspareunia ("painful intercourse"). In 2014, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), allergy to metals ("nickel allergy") and skin disorder ("skin conditions type: unknown"). The patient was treated with surgery (essure removal), surgery (essure removal) and surgery (removed tooth). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menometrorrhagia, rash, migraine, nausea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, tooth disorder, allergy to metals, abdominal pain, alopecia and vaginal discharge had resolved and the skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dyspareunia, female sexual dysfunction, headache, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsened a previously existing injury/ condition. As per pfs, she did not had essure confirmation test, however previously reported as per legal complaint, she underwent the required hsg confirmation procedure, which indicated that her tubes were occluded. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure start date updated from (B)(6) 2007. Events rashes, migraines were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, tooth disorder, allergy to metals, abdominal pain, pelvic pain female, alopecia, vaginal discharge, skin disorder, device monitoring procedure not performed were newly added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("heavy cramping"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not had essure confirmation test". The patient's medical history included gravida ii and parity 3 (((B)(6) 2002, (B)(6) 2005)). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced rash ("unexplainable rashes/ rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ inability sexual intercourse"), abdominal pain ("abdominal pains"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia which became gradually worse"), migraine ("constant migraines/ migraines") and nausea ("nausea"). In 2014, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), skin disorder ("skin conditions type: unknown") and rash papular ("rashes or skin conditions type: itchy red bumps all over body,") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with anabolic steroids, antibiotics, paracetamol (tylenol 8 hour) and surgery ((B)(6) 2015, bilateral salpingectomy, (B)(6) 2015, bilateral salpingectomy/hysterectomy(partial) and removed tooth). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pelvic pain, menometrorrhagia, rash, migraine, nausea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, tooth disorder, allergy to metals, abdominal pain, alopecia, vaginal discharge, skin disorder and rash papular had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dyspareunia, female sexual dysfunction, headache, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, rash papular, skin disorder, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. As per pfs, she did not had essure confirmation test, however previously reported as per legal complaint, she underwent the required hsg confirmation procedure, which indicated that her tubes were occluded. The plaintiff stated that essure did not cause any birth defects quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs received. Event: itchy red bumps all over body was added. Outcome of event: itchy red bumps all over body was added. Medical history were added. On 6-mar-2019: plaintiff fact sheet received : events added : pregnancy with contraceptive device, device ineffective. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs